Event description:
It was reported that device detachment occurred. The target lesion was located in the right coronary artery (rca). An opticross catheter was selected for use to view the target lesion. When the catheter was inserted into the patient, it was found that the outer coat of the catheter sheath was fractured, so the device could no longer be used. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window was detached in the lapjoint section and was not returned for analysis. Media provided by the site was inspected and found to be consistent with the imaging window separation noted during device analysis.

Event description:
It was reported that device detachment occurred. The target lesion was located in the right coronary artery (rca). An opticross catheter was selected for use to view the target lesion. When the catheter was inserted into the patient, it was found that the outer coat of the catheter sheath was fractured, so the device could no longer be used. The procedure was completed with another of the same device. No patient complications were reported.